Manufacturer narrative:
Initial

Event description:
It was reported that the user experienced a transient elevated blood glucose of 182 mg/dl while using the ilet, which returned to in-range during the call, and no further assistance was requested. Symptoms included hyperglycemia without reported clinical complications. Outcomes included no injuries, no hospitalization, and no alarms or alerts. Investigation included complaint intake review and troubleshooting with education. Investigation of this case revealed no device malfunction or component issue identified, and the event resolved without intervention beyond support and reassurance. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.